Event description:
X-ray tube vertical chain failed on newly installed equipment. This or some other circumstance caused the tube to lower quickly toward the pt lying on the table. It stopped inches away from the pt's head. The x-ray technician feels it stopped descending because she caught it with her wrists as she grabbed for it. The MFR feels it would have stopped anyway because of safety features. The investigation is continuing. The MFR is fully cooperating.